Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 283 mg/dl. The customer has tried different cannula lengths. The customer states they have tried all remedies and do not want to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarms or no delivery or occlusion alarms noted during testing. The motor arm cannot communicate with the main arm alarm followed by a inverse critical block did not add to zero error alarm due to moisture damage on electronic assemblies. Device received with corroded force sensor assembly and moisture damage on motor assembly.